Event description:
Customer alleged broken trendelenburg, gas spring and shoulder screw.

Manufacturer narrative:
Technician replaced trendelenburg gas spring, screw, pull handle and cable accessory. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.